Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). UDI: (B)(4). This report is an initial final submission. Review of the most recent repair record determined that the comb was bent and a test cut could not be performed. The comb was replaced and resolved the reported issue. The DHR for part no. 00770100000, lot no. 64240779 was reviewed for deviations and/or anomalies. No deviations or anomalies were identified. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It has been reported that upon inspection, this unit was found in need of repair. At product evaluation investigation the device was found to have a bent comb. No adverse events were reported as a result of this malfunction.